Event description:
According to the complaint, on (B)(6) 2024 the customers has been having problems with consumables for abl90 flex analyzer (serial no; (B)(6)), in this case the solution pack, causing the equipment to request the replacement of the solution pack, probe, manual cleaning, etc. The customers report that the equipment requested the exchange of the inlet probe and reported that the operator/nurse stung herself while changing the probe on may 9th 2024. The customers commented that there was a patient in the service who had hiv and request a response as to whether there is a possibility that the nurse could be infected. The nurse was wearing gloves and had compresses on her left hand, under the probe, when she went to put the inlet in she says that the probe was not in the correct position or it came loose and when she tried to put the inlet in the probe it stung her on the left index finger which was underneath. The nurse is only left with the mark of the needle prick and based on the medical consultation she had, she is taking antivirals.

Manufacturer narrative:
N/a

Manufacturer narrative:
The data logs cannot provide any information regarding replacement of inlet module, inlet gasket with holder or inlet probe because the analyzer is in replacement mode. It is important to follow the replacement video guideline or IFU for correct handling and replacement of the inlet probe. The inlet probe is flat on top and designed to protect the user from skin puncture damage, to avoid clogging or clots being aspirated into the analyzer (risk of blocking the fluid path). The conclusion is that this incident is due to a user handling error.